Event description:
This patient had 340cc smooth shell silicone implants placed in april, 1990; because of complications she had them removed in six months and had them replaced with meme implants. The patient continued to have severe chest wall pain. She then developed multiple joint pain, afternoon fevers, lymphadenopathy and rash with tingling in her arms and legs. She has been diagnosed by a rheumatologist with undifferentiated connective tissue disease and fibromyalgia. Bilateral periprosthetic casulectomy along with implant removal was performed. Both implants were intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.